Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: this report was previously submitted incorrectly under 6000034-2018-01322.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017.